Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported failure and found no helium leaks in the iab(intra-aortic balloon). However, upon reviewing the fault logs, the stm discovered 3 auto-fill failures that explained half of the internal tank being emptied. The stm verified that the auto-fill error alarm was working on the iabp. The unit passed full calibration, functional testing, and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer at that as soon as the patient was transferred to the cardiosave rescue, the helium level dropped in half in about 2-3 minutes. This event occurred at the bedside, not in flight. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by the customer at that as soon as the patient was transferred to the cardiosave rescue, the helium level dropped in half in about 2-3 minutes. This event occurred at the bedside, not in flight. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The service territory manager (stm) that had performed the repairs to the iabp and cleared it for clinical use as mentioned in the initial emdr, reported that the customer had refused to use the iabp after it was first serviced. Permission to replace parts as a precautionary measure so the customer would feel confident and use the iabp again was granted. The stm was dispatched to the site and performed a follow up service visit as courtesy to the customer, and replaced the pneumatic module assy and helium reservoir to ensure the iabp was not experiencing excessive helium loss as reported initially. The stm performed full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer at that as soon as the patient was transferred to the cardiosave rescue, the helium level dropped in half in about 2-3 minutes. This event occurred at the bedside, not in flight. There was no harm or injury to the patient and no adverse event was reported.